Event description:
During an unspecified laparoscopic procedure on the colon. Reportedly, the instrument did not fire completely. Subsequently, the anastomosis failed. The surgeon performed a colostomy to correct the condition.

Manufacturer narrative:
1/23/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.